Event description:
The customer reported to olympus that there was no image displayed on the 4k camera head. The issue occurred during preparation for use, for a hysterectomy procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. During the evaluation, the repaired center was not able to reproduce the fault after more than 40 on/off detection. The investigation is pending. A supplemental report will e submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.